Event description:
Additionally, healthcare professional reported right side "any creases".

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, the weight the device within specification, crease fold and deformation. After autoclave cycle were observed: cloudy color in the gel and voids. A microscopic analysis was performed which identified: wear abrasion. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was capsular contracture baker grade IV.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV. Device has been explanted.